Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was underfill or low draw of a tube with blood. This is report 2 of 5. The following information was provided by the initial reporter. The customer stated: "the customer is experiencing under filling.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was underfill or low draw of a tube with blood. This is report 2 of 5. The following information was provided by the initial reporter. The customer stated: "the customer is experiencing under filling.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper function defects was not observed. An additional thirty (30) retention samples were evaluated by functional testing and the issue relating to underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure modes, bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#1875009. Bd was not able to identify a root cause for the indicated failure mode of underfill.